Event description:
The reporter indicated the surgeon implanted a 13.7mm vticm5_13.7 implantable collamer lens, -04.00/+6.0/059 (sphere/cylinder/axis), into the patient's left eye (os). The lens was reported as a refractive miss and remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Pt info: unk. Date of event: unk. Implant date: unk. Explant date: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Manufacturer narrative:
B5: the lens was successfully removed and replaced with a piol lens. The lens was discarded. Claim # (B)(4).